Event description:
Based upon additional information received on 17-nov- 2015 from a physician, the case became medically confirmed. Based upon additional information received on 09-sep- 2015, the case initially assessed as non-serious was upgraded to serious as the serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case. This case was cross referenced with cases: (B)(4) (same patient), (B)(4) (cluster cases). This unsolicited device case was received from (B)(6) on 09-sep-2015 from a consumer. This case involves a (B)(6) female patient who received treatment with synvisc one and had swollen knee, knee pain/painful knee, trouble walking well and that it was not working/knee was worse than before the injection (device ineffective). It was reported that the patient received synvisc in her left knee for pain 10 years ago that worked successfully and lasted for 1 year. Further reported, the patient was given a refund when a synvisc injection in other knee was not effective after 6 months of injection and that happened twice. Then, the patient got a synvisc-one injection in the right knee that did not work, which led her to a total knee replacement. No relevant concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into her left knee for pain in knee/osteoarthritis pain. On (B)(6) 2015, the day after the injection, the patient's knee was swollen and she was in pain. The patient started putting ice packs on the knee for pain relief and also took paracetamol (tylenol) every 4 hours which only lessened the pain. On (B)(6) 2015, the patient received an intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into unspecified knee for pain in knee/osteoarthritis pain. It was reported that synvisc one was not working and that the knee was worse than before the injection (device ineffective) because the knee became very swollen and painful. It was reported that the pain was not related to pre-existing condition. On (B)(6) 2015, the patient went to the physician who gave her a "cortisone" injection into the knee in order to reduce the swelling and pain caused by the synvisc one injection but it did not help. The pain also necessitated the intra-articular injection of triamcinolone acetonide (kenalog) at a dose of 40 mg. On an unspecified date in 2015, the patient had trouble walking well. Further reported, the doctor did not remove the fluid from the knee before the synvisc one injection on (B)(6) 2015. As of (B)(6) 2015, the knee was still swollen and she was having trouble walking well. On (B)(6) 2015, the patient had an upcoming appointment with an orthopaedic doctor. The doctor did not know she was having a bad reaction and suggested that the patient tried contacting her treating physician again. The patient reported that she had tried to call the doctor that injected the synvisc one but he had not returned her calls. Her family doctor had been away and she could not speak to her either. On an unknown date, the patient was recovering from knee pain. Corrective treatment: paracetamol, ice packs and cortisone for swollen knee and knee pain/painful knee; triamcinolone acetonide for knee pain/painful knee; not reported for the event of trouble walking well outcome: not recovered for swollen knee; unknown for the event of trouble walking well and recovering for knee pain/painful knee a pharmaceutical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: swollen knee and knee pain/painful knee caused by synvisc one. Seriousness criterion: required intervention for swollen knee and knee pain/painful knee. Additional information was received on 09-sep-2015 (and on 11-sep-2015, both the information was processed together with the clock start date of 09-sep-2015). The serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case and the case was upgraded to serious. A related case was added. The information on past drugs was updated. The product start date was updated from 28- jul-2015 to 15-jul-2015. The indication was updated from knee disorder to pain in knee. Ptc results were added. Clinical course was updated and text amended accordingly. Additional information was received on 16-sep-2015. Updated ptc results (for serious) were added. Text amended accordingly. Upon internal review on 21-sep-2015, the event of no effect (subtherapeutic response) was deleted (captured in related case (B)(4)). Additional information was received on 24-sep-2015. The additional events of trouble walking well and it was not working/knee was worse than before the injection (subtherapeutic response) with details was added. The verbatim for the event of knee pain was updated to knee pain/painful knee. The additional dosage regimen for the suspect product was added and its indication was updated. The start date of the corrective treatment of cortisone was updated. Clinical course updated and the text was amended accordingly. Additional information was received on 17-nov-2015 from a physician and the case became medically confirmed. The related cases were added. The event of subtherapeutic response was updated to device ineffective. A corrective treatment for the event of knee pain/painful knee was added. The outcome for the event of knee pain/painful knee was updated from not recovered to recovering. Clinical course was updated and text amended accordingly.

Event description:
Based upon additional information received on 09-sep-2015, the case initially assessed as non-serious was upgraded to serious as the serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case. This case was cross referenced with case: (B)(4) (same patient). This unsolicited device case was received from (B)(6) on 09-sep-2015 from a consumer. This case involves a (B)(6) female patient who received treatment with synvisc one and had swollen knee, knee pain and no effect (subtherapeutic response). No relevant concomitant medication or concurrent condition was reported. It was reported that the patient received synvisc in her left knee for pain 10 years ago that worked successfully and lasted for 1 year. Then, the patient got a synvisc-one injection in the right knee that did not work, which led her to a total knee replacement. On an unknown date, the patient started feeling pain and having difficulty walking which was why she wanted another injection. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into her left knee for pain in knee. It was reported that the patient did not feel any effect after synvisc one injection (subtherapeutic response). On (B)(6) 2015, the day after the injection, the patient's knee was swollen and she was in pain. The patient started putting ice packs on the knee for pain relief and also took paracetamol (tylenol) every 4 hours which only lessened the pain. On (B)(6) 2015, the patient saw the physician and was given an injection of "cortisone" in the same joint and she still did not feel any effect. It was reported that the pain was still persistent. On (B)(6) 2015, the patient had an upcoming appointment with an orthopaedic doctor. Corrective treatment: paracetamol, ice packs and cortisone for swollen knee and knee pain. Outcome: not recovered for swollen knee and knee pain. A pharmaceutical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swollen knee and knee pain additional information was received on 09-sep-2015 (and on 11-sep-2015, both the information was processed together with the clock start date of 09-sep-2015). The serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case and the case was upgraded to serious. A related case was added. The information on past drugs was updated. The product start date was updated from (B)(6) 2015. The indication was updated from knee disorder to pain in knee. Ptc results were added. Clinical course was updated and text amended accordingly.

Event description:
Based upon additional information received on 09-sep-2015, the case initially assessed as non-serious was upgraded to serious as the serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case. This case was cross referenced with (B)(4) (same patient). This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a consumer. This case involves a (B)(6) female patient who received treatment with synvisc one and had swollen knee, knee pain, trouble walking well and that it was not working/knee was worse than before the injection (subtherapeutic response). No relevant concomitant medication or concurrent condition was reported. It was reported that the patient received synvisc in her left knee for pain 10 years ago that worked successfully and lasted for 1 year. Further reported, the patient was given a refund when a synvisc injection in other knee was not effective after 6 months of injection and that happened twice. Then, the patient got a synvisc-one injection in the right knee that did not work, which led her to a total knee replacement. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into her left knee for pain in knee/osteoarthritis pain. On (B)(6) 2015, the day after the injection, the patient's knee was swollen and she was in pain. The patient started putting ice packs on the knee for pain relief and also took paracetamol (tylenol) every 4 hours which only lessened the pain. On (B)(6) 2015, the patient received an intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into unspecified knee for pain in knee/osteoarthritis pain. It was reported that synvisc one was not working and that the knee was worse than before the injection (subtherapeutic response) because the knee became very swollen and painful. On 29-jul-2015, the patient went to the physician who gave her a "cortisone" injection into the knee in order to reduce the swelling and pain caused by the synvisc one injection but it did not help. On an unspecified date in 2015, the patient had trouble walking well. Further reported, the doctor did not remove the fluid from the knee before the synvisc one injection on (B)(6) 2015. As of (B)(6) 2015, the knee was still swollen and she was having trouble walking well. On (B)(6) 2015, the patient had an upcoming appointment with an orthopaedic doctor. The doctor did not know she was having a bad reaction and suggested that the patient tried contacting her treating physician again. The patient reported that she had tried to call the doctor that injected the synvisc one but he had not returned her calls. Her family doctor had been away and she could not speak to her either. Corrective treatment: paracetamol, ice packs and cortisone for swollen knee and knee pain; not reported for the event of trouble walking well. Outcome: not recovered for swollen knee and knee pain; unknown for the event of trouble walking well. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swollen knee and knee pain. Additional information was received on 09-sep-2015 (and on 11-sep-2015, both the information was processed together with the clock start date of (B)(6) 2015). The serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case and the case was upgraded to serious. A related case was added. The information on past drugs was updated. The product start date was updated from (B)(6) 2015. The indication was updated from knee disorder to pain in knee. Ptc results were added. Clinical course was updated and text amended accordingly. Additional information was received on 16-sep-2015. Updated ptc results (for serious) were added. Text amended accordingly. Upon internal review on 21-sep-2015, the event of no effect (subtherapeutic response) was deleted (captured in related (B)(4)). Additional information was received on 24-sep-2015. The additional events of trouble walking well and it was not working/knee was worse than before the injection (subtherapeutic response) with details was added. The verbatim for the event of knee pain was updated to knee pain/painful knee. The additional dosage regimen for the suspect product was added and its indication was updated. The start date of the corrective treatment of cortisone was updated. Clinical course updated and the text was amended accordingly.

Event description:
Based upon additional information received on 09-sep- 2015, the case initially assessed as non-serious was upgraded to serious as the serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case. This case was cross referenced with (B)(4) (same patient). This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a consumer. This case involves a (B)(6) female patient who received treatment with synvisc one and had swollen knee and knee pain. No relevant concomitant medication or concurrent condition was reported. It was reported that the patient received synvisc in her left knee for pain 10 years ago that worked successfully and lasted for 1 year. Then, the patient got a synvisc-one injection in the right knee that did not work, which led her to a total knee replacement. On an unknown date, the patient started feeling pain and having difficulty walking which was why she wanted another injection. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiry date: unknown) into her left knee for pain in knee. On (B)(6) 2015, the day after the injection, the patient's knee was swollen and she was in pain. The patient started putting ice packs on the knee for pain relief and also took paracetamol (tylenol) every 4 hours which only lessened the pain. On (B)(6) 2015, the patient saw the physician and was given an injection of "cortisone" in the same joint and she still did not feel any effect. It was reported that the pain was still persistent. On (B)(6) 2015, the patient had an upcoming appointment with an orthopaedic doctor. Corrective treatment: paracetamol, ice packs and cortisone for swollen knee and knee pain. Outcome: not recovered for swollen knee and knee pain. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swollen knee and knee pain. Additional information was received on 09-sep-2015 (and on 11-sep-2015, both the information was processed together with the clock start date of (B)(6) 2015). The serious events of swollen knee and knee pain with the seriousness criterion of required intervention were added to the case and the case was upgraded to serious. A related case was added. The information on past drugs was updated. The product start date was updated from (B)(6) 2015. The indication was updated from knee disorder to pain in knee. Ptc results were added. Clinical course was updated and text amended accordingly. Additional information was received on 16-sep-2015. Updated ptc results (for serious) were added. Text amended accordingly. Upon internal review on 21-sep-2015, the event of no effect (subtherapeutic response) was deleted (captured in related (B)(4)).